Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the plaster was placed on idrt and part of matrix was infected. According to sales manager no product non-conformance was reported. She thought it could be "misuse" as plaster is usually recommended for tendons. Implantation location - forearm.

Manufacturer narrative:
Additional information received on march 13, 2018: patient diagnosis - hemophilia (bleeding under the skin). Product was implanted on january 18, 2018. Swabs taken several times, and no infection was found, there was never an infection. A flap was placed to cover the tendons. Matrix remains implanted.

Manufacturer narrative:
Integra has completed their internal investigation on march 5, 2018. Results: the failure is unconfirmed as there was no product returned for this complaint. Therefore, failure analysis could not be performed. DHR review; no product lot number was provided with this complaint; therefore, DHR review cannot be performed. Complaints history; a query of the complaints database for the timeframe of 12 months (from 21feb2017 to 21feb2018) was performed using the individual keyword ¿infection¿ in connection with idrt. Five complaints were found in addition to the current complaint described within this report. Conclusion: the root cause of this infection is undetermined. However, though this investigation, there has been no evidence to support that integra¿s manufacturing processes contributed to the infection.